Event description:
Revision surgery was performed approximately three years after the initial lumbar fusion procedure to address a patient injury involving pain and tethering of the spinal cord. There was no reported failure of the implanted device associated with this event.